Event description:
The customer reported that the roller clamp on the tubing set failed. No further info was provided. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The customer did not specify if this was the initial use of the device. The customer provided a second possible lot# h227786, expiration date: 03/31/2014. Device MFR date - 04/2011. Eval conclusion: a f/u report will be submitted when the eval has been completed.